Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.